Event description:
Information was received indicating that during testing, a smiths medical cadd solis vip pump failed accuracy (-16.15%). No patient was involved in this event. No adverse effects were reported.